Event description:
See initial report

Manufacturer narrative:
H.10: the unit was requested to the manufacturer site for troubleshooting and repair and the reported malfunction was not reproduced. No hardware malfunctions were detected, the unit was found to be working within specifications. Based on the above, it cannot be ruled out that a missed warm-up phase / an improper hospital gas supply (no device related issues) had led to the reported issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender gave an error code associated to a discrepancy between the actual and set gas value during service. There was no report of patient injury.